Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump emitted errors related to the prime function. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. During testing, the pump was exercised for 24 hours successfully with no duplicated prime issues. The force sensor calibration was within specifications. The pump case was removed, and no evidence of internal moisture or damage to the force sensor was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.